Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set had an issue. It was initially reported that the infusion set cannula remained in the patient's body, the patient's blood glucose was adversely affected and reported in the 500's (mg/dl), and that the patient took manual injections to bring the blood glucose levels back down. It was then reported that the patient's endocrinologist verified that there was no cannula in the body, the blood glucose was over 400mg/dl but unconfirmed that it was in the 500's, and that a new infusion set and correction bolus was used to address the high blood glucose. No permanent injury was reported.